Manufacturer narrative:
(B)(4). The devices have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt had no stimulation. The pt stopped using the therapy after seven months of use and never recharged the device. The pt's battery had been in overdischarge for four to five years. The pt's physician chose to remove and replace the device due to the length of inactivity and possible battery destruction. The pt recovered without sequela. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.